Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix lancet device after firing. No action taken or treatment given based on the lancet device issue. The reporter states that the correct lancets were used. She also states that she was unsure if the lancet was seated properly. No accidental sticks or adverse event reported. The customer discarded the lancets and lancet device. The suspected product is unavailable for return; replacement was sent.